Manufacturer narrative:
Title: randomized clinical trial of laparoscopic hernia repair comparing titanium-coated lightweight mesh and medium-weight composite mesh source: alfredo moreno-egea, andre´s carrillo-alcaraz, vi´ctor soria-aledo date: 27 january 2012 / accepted: 30 may 2012 / published online: 7 july 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2005 and december 2008, the study aimed to compare a new titanium-coated lightweight mesh with a standard composite mesh after laparoscopic incisional hernia repair. This was a randomized controlled single-center clinical trial designed using the basic principle of one unit, one surgeon, one technique (midline incisional hernia with a laparoscopic approach), and two meshes: a lightweight titanium-coated mesh (group 1) and a medium-weight collagen-polyester composite mesh (group 2) used in 102 patients. The primary end points were pain and recurrence. It was stated that 215 consecutive patients with a diagnosis of a midline incisional hernia underwent laparoscopic incisional hernia repair at the university hospital. The 2-year follow-up period for the last patient ended in december 2010. No differences were found between the two study groups at 1 week or at 6 months. Acute pain measured at 1 month did though show any significant differences between the two groups, with the lightweight group giving better results. Lower points were scored in the lightweight mesh group, with no patients at vas level 2, whereas in the medium-weight mesh group, 5.8 % of the patients marked the vas level 2 pain score. In the trial, no patients with chronic pain evaluated at 1 year after surgery were found.